Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history review part: 03.130.202s . Lot: l639092. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 02.november 2017. Expiry date: 01.october 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured at the supplier sphinx werkzeuge ag part: 03.130.202 lot: f-23027 manufacturing site: (B)(4). Supplier: sphinx werkzeuge ag release to warehouse date: 09.october 2017 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Used raw material 1.4112 and correct hardness is documented in certificate of conformity by the supplier. Investigation summary the received drill bit shows that that approx. 6mm from the fluted tip section is broken off. The cutting edges at the tip are worn. The shaft and coupling are otherwise still in good condition. Dimensional inspection: the ø 1.1 mm close to the breakage of the drill bit got measured. Diameter: d = ø1.1 0/-0.03 mm caliper: 3-01-19788 measured drill bit diameter = ø 1.09 mm conclusion: the measuring result does show conformity. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in production could not be detected. Used raw material 1.4112 and correct hardness is documented in certificate of conformity by the supplier. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Unfortunately, we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation or lateral stress has caused the breakage of the delicate 1.1 mm drill bit. Please also note; blunt drill bits require more mechanical power during the application. Check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) with the variable angle (va) hand system for a second and third right metacarpal fracture. However, during the surgery, two (2) drill bits broke off. The broken pieces were successfully removed and then an unknown plate was placed properly. The surgeon commented that after the first drill bit broke, he was very careful in using the second drill bit but still the second drill bit also broke. There was a surgical delay of 30 minutes. There was no adverse consequence to the patient. Procedure outcome is unknown. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity 2) and unknown screws (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for one (1) drill bit ø1.1 l56/39 f/core hole. This report is 2 of 2 for (B)(4).

Event description:
Updated: concomitant devices reported: va locking t-plate (part# 04.130.252s, lot# unknown, quantity# 1). Va locking y-plate (part# 04.130.253s, lot# unknown, quantity# 1). Screws (part# unknown, lot# unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.